Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During use of the diamondback coronary orbital atherectomy device (oad) in the proximal left anterior descending artery via radial access, there was an issue with the guide catheter. Therefore, femoral access was opened. Several treatments were performed on low speed for 20 seconds each. When a treatment was performed on high speed, an unanticipated audible change was heard. The crown inadvertently retracted into the guide catheter. The oad was removed and imaging showed the tip of the oad had broken off. The tip of the oad was removed with the aid of a competitor wire and the viperwire. The procedure was completed as planned and the patient was well.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.

Manufacturer narrative:
Failure analysis conclusion: the device was returned to csi for analysis with a driveshaft fracture on the distal side of the crown weld. Sem analysis identified evidence of fatigue striations and micro voids or bubbles on the fractured faces of the driveshaft filars. The root cause of the fracture could not be determined. At the conclusion of the failure analysis investigation the fracture event was confirmed. However, the unanticipated audible change event could not be confirmed through analysis. Csi ID: (B)(4).